Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d1 updated, d4 catalog number removed, d4 primary UDI number updated. Evaluation results: the device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the customer's report. The pads were not provided for evaluation. The connection electrode harness was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.